Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was in the emergency room because she is hyperglycemic. Customer was giving herself a bolus and she received a no delivery alarm on the insulin pump. Customer's current blood glucose was 584 mg/dl. Customer's blood glucose was about 400 mg/dl at the time of the incident. Customer stated that the cannula was not bent. Customer was explained that there may be a possible site related issue. Customer changed out her site since she doesn't have any more insulin for a new reservoir. Customer had nausea, blurry vision, and dry mouth due to her high blood glucose. Customer went to the emergency room on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer was at a baseball game and had some nachos and a pizza. Customer took a bolus for those foods. Customer was given 12 units of insulin at the ER. Customer declined troubleshooting for high blood glucose and thinks it was from the bad site.